Event description:
A plastic clamp on the femoral tip broke and fell into the pt's femoral canal during a total hip replacement. The clamp was retrieved by the surgeon and the pt suffered no ill effects.